Event description:
The customer reported that the fetal heart waveform was abnormal. The device was in clinical use at time of event, no adverse event was reported.

Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. Functional testing was performed and results showed that after the probe was turned on, there is no reaction. The appearance of the probe was aged and damaged. The device screen reports an error: the probe was determined to be faulty. Based on the information provided in the case and by the fse, the cause of the reported problem was confirmed to be the worn out probe. The probe was replaced and scrapped due to its age. After the probe replacement, the unit returned to specification. No further investigation or action is warranted at this time. Reporting institution phone e1; (B)(6).